Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros amon quality control result was obtained on a vitros lpv qc fluid when using vitros amon reagents on a vitros 5600 integrated system. The assignable cause of this event was most likely an instrument issue related to incubator contamination, as results of precision testing demonstrated that the vitros 5600 system was not operating as. Following service actions, precision testing results were within the acceptable guidelines indicating the vitros 5600 integrated system was returned to expected performance.

Event description:
The customer complained that a non-reproducible, lower than expected vitros amon quality control result was obtained on a vitros lpv qc fluid when using vitros amon reagents on a vitros 5600 integrated system. Qc l2 vitros amon result: 148.0 mol/l vs expected 185.0 mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).